Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician it was noted that the motor was consuming different rates of electricity. It was fluctuating between 2 and 4,5 ampere idle current. The device was repaired. Device repaired and returned to the customer on (B)(6) 2012. Placeholder.

Event description:
The customer claimed that a colibri device was running hot. This is report 1 of 1 for event #(B)(4).